Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up in the clinic. With infection at the implanted device pocket site and endocarditis. The physician explanted the entire system pacemaker, right ventricular lead and atrial lead, due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.